Event description:
It was reported that the ventilator screen was dark but the images can be seen with the flash light. Although requested, the information regarding the use of the ventilator on a patient at the time of the event was not provided.